Event description:
It was reported, femoral nail was 30 days out of date. Rep received a call requesting a femoral nail. Nail was delivered from the (B)(4) office. As rep came into hospital, was told pt and surgeon were already in the operating room. Rep set up instrument table. Surgery was completed. Rep was later told by tech rep that the femoral nail used was 30 days out of date.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.